Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was selected for dilatation. However, it failed to cross the lesion and the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 1.50mm x 15mm maverick balloon catheter was selected for dilatation. However, it failed to cross the lesion and the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually, microscopically and functionally examined. Visual examination revealed the hypotube is broken 90.9cm from the hub. The separated ends were oval which suggests the hypotube was kinked prior to separation. There are also multiple kinks along the shaft. Microscopic examination revealed the balloon is loosely folded, the tip and exit notch are damaged. The balloon was functionally tested and it could hold pressure at its rated burst pressure. There is blood visible in the inflation lumen.